Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge depleted from 80% to 5% battery life while the pump was charging. There was no reported impact to the customer's blood glucose level. Customer indicated current pump and manual injections would be used as back-up therapy.